Event description:
It was reported by a medical adviser, that a physician's handheld computer was frozen and did not work. The event occurred while a vns pt was in a programming session with the treating physician. Now the handheld remains unresponsive and does not turn on. Additional info was received from a company rep indicating that they verified the lock button was not set and performed a hard reset but the issue prevailed. At the moment the reported handheld remains in traffic to be returned to the MFR for analysis.